Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. On (B)(6)2024, it was reported that the patient faced an insulin flow blocked alarm and mentioned high blood glucose. Moreover, patient had been using the insulin pump system within 48 hours of reported high blood glucose event. The patient had removed the infusion set and identified the cannula was bent. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.